Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump and assisted the caller with the process. The malfunction code did not recur after the reset, allowing the customer to continue using the pump. The caller was advised to report any future occurrences, and they acknowledged and understood the instructions.